Event description:
It was reported that the patient presented in clinic during follow-up. Upon interrogation, it was noted that right ventricular lead exhibited noise. Noise was reproducible with isometrics. The patient was in stable condition.